Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure one in.pact av access was used to treat the right arm cephalic arch. Another in.pact av access was later used to treat the right arm. Approximately 14 months post procedure patient suffered thrombosed arteriovenous fistula - tandem distal non-cannulation zone and cephalic arch. Patient had shuntogram. Angiogram noted a thrombosed dialysis access at the distal non-ca nnulation zone and the cephalic arch. Thrombectomy successfully completed using thrombolytics and embolectomy balloon. Target lesion noted to be the cephalic arch. Patient recovered.